Event description:
Patient reported unknown side "rupture". Healthcare professional later reported right side "small nodule" and replacement due to contralateral side rupture. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Clarification to b5 description of event: the initial medwatch reported right side rupture as the patient's initial report did not specify an affected side. It has since been clarified by the explanting physician that there is no rupture on the right side. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture.". This record is for the right side. The device remains implanted.